Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: the device history record (DHR) was not available for review as the batch was not provided. Failure analysis: the xenon lightsource was received in used condition. Evaluation identified that the bezel assembly was damaged, the lamp required replacement due to age, the j20 connector retainer was missing, the alternating current (ac) entry module was damaged, and the top trim was damaged. Relaced the bezel assy, the lamp, j20 connector retainer, ac entry module, and top trim panel. This is most likely due to rough handling/environmental damage. Root cause analysis: the reported complaint was confirmed. Evaluation identified that the bezel assembly was damaged, the lamp requires replacement due to age, the j20 connector retainer was missing, the ac entry module was damaged, and the top trim was damaged. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was overheating. The device was not in contact with the patient; therefore, no patient injury, death, or surgical delay was reported.